Event description:
It was reported that while the patient was on the ventilator, he desaturated, his color was blotching, and he was cyanotic after sedation using vecuronium. The tube placement was verified and the patient was manually ventilated while the ventilator was being checked. While the ventilator was off of the patient, it failed to alarm for disconnect.

Manufacturer narrative:
The ventilator is not designed to alarm for a disc/sense condition when the circuit is disconnected downstream from the patient circuit wye. Per the operator's manual, the disc/sense alarm detects when the patient circuit wye ¿sense lines¿ are not connected to the ventilator. The ventilator is not designed to detect a ¿patient disconnect¿ condition. As long as downstream flow is detected through the patient circuit wye, no disc/sense alarm condition will be issued. The ¿low pressure¿ and ¿low minute volume¿ alarm settings, when set appropriately, are provided to detect the absence of proper patient ventilation.